Event description:
Infection left knee information was received on 07 july 2006 from a physician regarding a male pt with unk medical history who experienced infection in the left knee. The pt received single injection of synvisc into the left knee two months earlier. On the event date, the pt experienced warmth, swelling and intense pain in the injected knee. On unk date, the pt was hospitalized: two arthroscopic surgeries with lavage were performed and the third was an open surgery with synovectomy. The microbiological test (date unk) revealed streptococcus. The treatment with synvisc was permanently discontinued. The pt was discharged home the following month with prescription of physiotherapy and continuous passive motion (cpm). The physician assessed the severity of the event as severe, and the causality as probable. At the time of this report, the pt had not recovered yet.